Event description:
It was reported that system diagnostics resulted in high lead impedance at f/u appointment. Add'l info provided through a company representative from the treating physician revealed no trauma or manipulation was reported that could have contributed to the event. X-rays were taken and further reviewed by the manufacturer which revealed the lead connector pin appeared to be fully inserted into the generator connector block and the filter feed-thrus appeared to be intact. Moreover, there was no lead behind the generator and no acute angles or discontinuities were observed in the visualized portion of the device. Add'l info was provided from the surgeon through a company representative as the pt was scheduled to have lead revision surgery due to the reported event. Info from the company representative revealed that during the surgery, the surgeon tried to explant the lead but there was a build up of fibrosis around the nerve and noted that the negative electrode was not around the vagus nerve. The surgeon informed the representative that the vagus nerve was partially sectioned and decided to explant both generator and lead as there was no possibility to re-implant a new lead due to the issue with the vagus nerve. At the moment, good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-ray reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.